Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of "came apart" could not be confirmed. The device passed all tests and no problems were observed. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device "ame apart." It is known that the device was being used during surgery. There was no pt or user injuries. It is unk if there was medical intervention related to the event. There was no add'l info provided.